Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary experienced a malfunction where the drawer failed and required maintenance. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height drawer several cubie pockets failed, and the drawer was not sliding improperly. The field service engineer installed a new slide rail and replaced the retractor cable for cubie pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.